Event description:
The patient reports back problems, high blood pressure, severe pain, stomach problems, back was hurting in different places and was getting a cramping feeling. The patient reported it had been going in and out for the past 6 months. The patient was in the hospital for 3 days including once overnight and twice in the emergency room and pain would subside and he was dismissed from hospital. The patient had constipation and had lost a lot weight intentionally. The hcp have done colonoscopies and cat scan to figure what the problem was but unable to figure it out. The pump was used to deliver clonidine.

Manufacturer narrative:
Product ID 3887-28, lot # l58413, implanted: (B)(6) 1998, product type lead. (B)(4). (Stomach problems, back problems).

Event description:
It was later reported that the healthcare provider (hcp) had been gradually tapering the patient off of the medication. The patient¿s dose was decreased by 5% on (B)(6) 2013. During this office visit it was noted that the patient had concerns of bowel obstruction as he had 2 episodes in the past 6 months. It was also noted that the patient had pain of 3 on a scale of 10. The patient was to be seen by a specialist. The patient was seen again on (B)(6) 2013 at which time he had intense abdominal pain accompanied by elevated blood pressure as well as erection. The patient stated that sometimes the episodes would last for several hours and resolve and sometimes it would take several days with multiple administrations of IV opioids and medications while hospitalized to abate the symptoms. It was noted that the patient had similar symptoms as a past clonidine withdrawal (please refer to manufacturer report # 3007566237-2013-01631) and therefore a dye study was to be performed the following week to check the integrity of the catheter. The catheter dye study was performed on 2013-05-03 and the catheter was patent. The pump was reprogrammed and the dose was decreased by 15%. Following the decrease the patient felt significant pain that subsided within 24 hours. The patient presented to the clinic again on (B)(6) 2013 at which time he had some pain in the lower abdomen as well as low back pain and lower extremity paresthesias. The patient stated that he was unsure if the pump was providing any relief at this time and believed the pump was the cause of the current abdominal pain. The patient¿s pump was reprogrammed and the dose was decreased by 20%. The patient was seen again on (B)(6) 2013 at which time the abdominal pain had subsided but the low back pain persisted. At this time the patient did not have lower extremity weakness or urinary or bowel incontinence. The patient was seen again on (B)(6) 2013 to have the dose decreased by approximately 20-25% and then decreased again 2-3 weeks later. Once the patient¿s medications were decreased to a negligible amount the hcp was to consider removing the pump. The patient denied any increase in pain or new symptoms since the medication had been decreased and had been tolerating the wean fairly well. The device system also delivered marcaine (bupivacaine).

Manufacturer narrative:
(B)(4).